Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had out of range right ventricular (rv) pacing impedance measurements.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed scheduling an in-office follow-up to check the lead. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received indicating the device was explanted due to normal battery depletion. The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.